Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.